Event description:
On (B) (6) 2010, a pharmacy technician notified baxa that she has developed tendonitis in her elbow due to bags being difficult to remove from their pouches. The technician stated, she noticed the tendonitis develop approximately 3 weeks prior to her date of report. She has no preexisting medical conditions and plans to make an appointment with her primary care doctor for treatment. Pharmacy technicians compound a high volume of bags; therefore, due to high-volume, repetitious wrist activities in the pharmacy, technicians are prone to wrist injuries. Baxa will continue to monitor this type of report to determine if corrective action is indicated in the future.

Manufacturer narrative:
The product was evaluated and the complaint was confirmed. Bag pouches did not tear along perforated line as intended to ease opening of product packaging. Baxa is taking corrective action to improve product packaging design. Baxa will continue to monitor this type of report.